Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that following approximately ten months of failed conservative care, the patient had ongoing suboccipital region tenderness and cervical pain in the region of c2. The surgeon and patient discussed an option for an odontoid screw placement anteriorly, but also discussed options for posterior surgery spanning c1-2. The patient agreed to posterior instrumented fusion spanning c1-2 using a cable technique and bone graft. The patient underwent fusion surgery where the surgeon performed a posterior c1-2 instrumented fusion using cables and an h-shaped iliac crest bone graft allograft, as well as c1-c2 screw fixation on the left side. The surgeon placed a screw on the left, but deemed it unsafe or suboptimal for placement on the right. "Additional bone grafting was performed in the right side and a bmp plate was used." The patient was discharged one day post-op. At 34 days post-op, an office visit noted that post surgery, the patient had immediate relief of her discomfort for the first two days, and then her pain gradually increased without radiation. Robaxin was prescribed for the spasm and the patient was advised to keep her scheduled appointment with her surgeon. At 40 days post-op in follow up with the surgeon, the patient complained of significant neck pain as well as muscle spasm. She said her head was stuck in a forward flexed position. The surgeon examined her and found that her head position was quite forward. X-rays showed that she had good alignment at c1-2, but at c2-3, c3-4, and c4-5 she had significant kyphosis with about 1-2mm of anterior listhesis at each of those levels. The surgeon attributed the patient's head position to her not holding it in a neutral position. He recommended that she use the miami j collar full time. At 88 days post-op, the patient returned to see the surgeon. The surgeon's assessment was that, although she had significant pain relief, she did seem to have abnormal positioning of her neck, the etiology of which he was unable to define. Physical therapy was prescribed, and the patient was asked to wean from the collar. At 125 days post-op, the patient was seen by another physician. The patient reported that, since her surgery, her neck pain had been progressively worsening, and her head was now hanging forward more as time went by. Occasionally she had pain going down her entire left arm and numbness extending into the palm. Pain medications, muscle relaxants, and physical therapy failed to help her. The patient further described trouble sleeping at night because of the pain, occasional trouble swallowing liquids, and hoarseness of voice since her surgery. On exam, her neck range of motion was very limited with lateral rotation. She was unable to extend her neck, but was able to flex her chin to chest. She had somewhat of a swan neck deformity, and had multiple tender points along the bilateral trapezius muscles. The assessment was chronic neck pain secondary to c2 fracture, status post fusion and myofascial pain secondary to that. The physician performed trigger point injection into her trapezius muscles to hopefully relieve the spasm so that she could better participate in physical therapy. In follow up with the surgeon at 137 days post-op, he documented that, although she had done reasonably well earlier post operatively, since then she had not had good control of her neck posture, and had slowly collapsed forward into a near chin on chest position. The patient felt she had some new left arm symptoms. She also had a change in her voice, as well as difficulty swallowing because of her neck. The surgeon again attributed the neck posture to the patient's inability to support her head in an appropriate position. The surgeon noted significant spasm of her trapezius muscles bilaterally. Her neck was held in a 45 degree forward flexed position. X-rays showed good positioning of the instrumentation. There was an upper to mid cervical kyphosis, which overall gave the cervical spine a swan neck type of deformity. There was mild listhesis at c2-3, c3-4, and c4-5 with mild degenerative changes at c5-6 and c6-7. The surgeon's assessment was that her kyphosis led to substantial spasm in her paraspinal and trapezius muscles. The surgeon told the patient that he did not entirely understand the etiology of her head positioning and kyphosis. The surgeon told the patient that there may be additional factors that he did not understand, some of them perhaps psychosocial. The patient continued to have ongoing complaints of neck pain and spasm. At 403 days post-op, the patient returned to see the surgeon and expressed her frustration and concern about the use of (B)(6). The patient was referred to another spinal surgeon. A cervical spine CT scan was done which showed stable instrumentation, marked kyphosis which was maximum at the c5 level, mild degenerative change in the cervical spine, and degenerative disc disease with small disc herniations at c4-c5 and c5-c6 as seen on prior cervical spine MRI. The physician did not feel that the patient's complications (voice changes, stiffness, and other symptoms) were related to bmp. At 447 days post-op, the patient was seen by another physician for evaluation of her neck pain and difficulty holding her neck up straight. The physician documented that following conservative management attempts for her cervical fracture, she underwent a c1-c2 fusion. After that she had difficulty holding her head up in an upright position, chronic and severe neck pain in her paraspinal muscles, and occipital headaches. The patient also had difficulty swallowing food and speaking. On exam, she had significant tenderness to palpation along the base of her skull in the upper cervical spine. She held her neck in a somewhat flexed position and had significantly decreased, painful range of motion in all directions. Ap and lateral c-spine films showed a robust fusion mass about her posterior cervical spine extending from the occiput to c3 that had fused in a kyphotic position. She had c2 power screws and midline wiring of c1-c2. Her upper cervical spine had significant kyphosis. The physician told her that the best way to deal with her chronic muscle strain and improve her ability to swallow and hold her head up straight would be through corrective surgery involving a difficult and dangerous take down of the fusion mass. This would be done through a staged front back front procedure, followed by her wearing a halo for approximately two months and then one to two months in a collar. At 553 days post-op, the patient underwent an anterior cervical discectomy c3-4 and c4-5 followed by halo application. At 557 days post-op, the second stage of surgery was performed. The patient had a posterior spine fusion c3-4, c4-5, and c5-6, inspection of pseudoarthrosis, posterior segmental fixation c3 to c6, left iliac crest bone graft. Although the intent was to remove the existing longitudinal rod and use it for connection purposes, this was not possible. The most proximal rod was so buried in bone and the proximal screw head was angulated towards the interior of the skull, that it made it impossible to isolate it and remove it. Another approach was taken with an anterior discectomy and interbody fusion of c3-4, anterior discectomy and interbody fusion c4-5 and fibular allograft. At 5 days post-op, the patient was discharged to rehabilitation for physical and occupational therapy, and remained until discharge where it was documented that the patient had progressed well with therapy and would continue to receive services at home after discharge. During her admission, the patient was evaluated for her feeling that food was getting stuck following her initial cervical surgery. Her diet was adjusted to a soft diet and thin liquids, which was advanced to a regular diet with thin liquids to be continued on discharge. The patient was discharged, and wore the halo for another month. At 51 days post-op, x-ray showed interval healing of the fusion. She was wearing her halo and phonated well. The halo was removed and she was referred for physical therapy. Her activity could be unrestricted as tolerated and follow up was planned in six weeks. At 93 days post-op, in follow up, the patient said she was still having great neck/shoulder discomfort. She also described changes in her voice. On exam, she held her head obviously stiffly because of the fusion, but she was in decent alignment with normal neurological function. X-ray showed the implants in good position and a solidifying fusion anteriorly. She was given a prescription for physical therapy. Otolaryngologist, evaluated her on 109 days post-op for her voice changes. Tests showed muscle tension dysphonia and abnormal laryngeal posturing. At 136 days post-op, a barium swallow study was done due to persistent dysphagia status post cervical spine surgery. This showed difficulty initiating swallowing, and possibly some aspiration. At 143 days post-op, a swallow evaluation and videofluoroscopy was done to further evaluate for aspiration. This study showed mild to moderate oral/pharyngeal dysphagia shown by decreased bolus control and propulsion, premature spillage, delayed trigger of the pharyngeal swallow, penetration with thin liquids, and decreased tongue base retraction impacting pharyngeal peristalsis. Reportedly, currently the patient's symptoms persist, including, but not limited to, neck pain and spasms, limited neck range of motion, excess bone growth, voice issues, and difficulty swallowing.

Manufacturer narrative:
Review of multiple x-rays, MRI show type two odontoid non union ultimately treated with hybrid c1-c2 fusion using brooks technique with left pedicle screws 60-70% malreduction of c1-c2 removed with hyperextension of occiput-c1. Gradual progressive kyphosis began to develop through cervical spine ultimately culminating in a near chin on chest deformity. This was treated with anterior interbody fusion with vertex posteriorly to correct kyphosis.